Manufacturer narrative:
The initial reporter (e1) information was not provided. No information was captured in sections a1 and a4 as the patient's credentials and weight were not provided. The model # (d4) was not provided.

Event description:
A nurse from china reported that they performed blood glucose testing with the contour plus one meter on one of their patients and obtained readings of 0.8 mmol/l and 5.6 mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.